Event description:
It was reported that following the pump and catheter implant, the patient developed respiratory problems due to cp and was admitted. The patient was transferred to a different hospital where all his hcp¿s are located. Around the incision it looked infected, "red, hot, and swollen.¿ the patient was also lethargic. The reporter stated at 2a one of the hcp¿s made the call to turn the pump off. The pump was programmed at ¿96¿ and stated the patient was starting to get stiff. The reporter stated they were told they had 48 hours to decide what to do with the pump. The reporter stated the pump was turned off completely. The pump was used to deliver baclofen. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), product type: catheter. Product ID 8709sc, serial# (B)(4), product type: catheter. Additional information received indicated that the correct manufacturing site ID for this event is 3004209178.

Event description:
Per this hcp (healthcare professional), as of the date of this report, the patient was in the hospital. On (B)(6) 2015, the pump daily dose was decreased. The last programming change was (B)(6) 2015 per the telemetry. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).